Event description:
It was reported that during the post op check that this right atrial (ra) lead had dislodged. The following day, the ra lead was repositioned successfully. The ra lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.